Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. However, moisture damage found on motor home switch. The insulin pump passed the delivery accuracy test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with unknown blood glucose at the time of the incident, and 368 mg/dl at the time of admission. The customer was at 164 mg/dl at the time of the call. The customer used manual injections to treat. The customer experienced symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer had a motor error on the pump and could not complete a pump rewind. The insulin pump will be returned for analysis.